Event description:
Tbm states that the end user was transferring from her chair and cut her leg on the footrest. Tbm advised the end user had to have 48 stitches. Contacted provider who advised the consumers daughter told the store that her mother was transferring from her transport chair to her wheelchair. Consumer's daughter advised her mother caught her right knee cap on the sharp point where the legrest locks in place and her mother cut her knee open. Provider states that the consumers daughter advised she had to hold a towel on her mothers knee for 30 minutes because it was bleeding so bad before they could call someone to come over. Consumer advised provider her mother spent 6 hours in the emergency room and had to get 48 stitches. Consumer advised that they called a friend over when her mothers knee got cut and they saw pieces of skin on the transport chair. Provider did not want to provide the end users daughters phone number and the end users address without asking their permission first. No additional information was provided at this time.